Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from a manufacturer representative reported that the patient¿s implantable neurostimulator (ins) was overdischarged. It was reported that the patient had a surgery that was unrelated to the system and was unable to charge their device during that time. The manufacturer representative successfully performed a trickle charge, clearing the power on reset (por) and allowing the patient to charge normally. The issue was resolved at the time of the report. No patient symptoms were reported. Indications for use are spinal pain, cervical/neck, and sciatic nerve injury. The patient¿s status at the time of this report is ¿alive, no injury.¿ additional information was received from a manufacturing representative (rep) regarding the patient. It was reported that the patient¿s implantable neurostimulator (ins) was being replaced as a result of the battery being depleted. The rep requested extension compatibility guidelines, and noted that the surgeon plans to cut the on-point leads and leave the paddle in place and remove the lead wire and the battery they are connected to. No further complications were reported.